Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and it was found a foreign material was found on the air water channel. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on its air water channel. There was no patient involvement.